Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter.reporter occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2016. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Event description:
Patient allegedly received an implant on (B)(6) 2016 via the left femoral vein due to multiple traumatic injuries, followed by unsuccessful removal attempts on (B)(6) 2018 and (B)(6) 2018 and a successful removal on (B)(6) 2019. Patient is alleging device unable to be retrieved (required 3 attempts and 2 follow-up surgeries). The patient further alleges "severe blockage of blood flow from legs, resulting in disabling pain, swelling and stiffness to legs. Acute dvt's. I had five surgeries to remove the filter and place stents in both legs to the vena cava. I still have disabling mobility" and "I cannot walk or stand for long periods. I cannot sit for long periods. Legs need to be elevated and I must wear compression stockings. I am permanently on eliquis twice a day," as well as anxiety and depression. Operative report: "severe occlusion of the bilateral common iliac veins as well as severe stenosis of the bilateral external iliac veins. Severe disease of the inferior vena cava immediately below the ivc filter with evidence of chronic deep vein thrombosis, large, immediately below the ivc filter following intervention there is patency of bilateral common and external iliac veins although there is still significant irregularity of the inferior vena cava just below the ivc filter. Flow is demonstrated antegrade in the bilateral iliac veins although flow through the inferior vena cava remains diminished". "The portion between the ivc filter and the more superior inferior vena cava could never be traversed." Retrieval report (attempted): "a venogram was obtained of the ivc showing total occlusion of the ivc and the inferior vena cava filter. Attempts were made to cross but were unsuccessful. Further attempts to recanalize the stents were not performed due to the high likelihood of failure due to recurrent thrombus." Retrieval report (successful): "we do require a balloon venoplasty from below with a 10 mm balloon to dislodge the celect ivc filter off the ivc wall. After this was done, we were able to trap the ivc filter within a 16-french sheath." "We did this and found the findings that the cava was almost completely occluded." "We also noticed that in the common femoral vein, the area was very light and occluded as well." "Also of note the ivc was very stenotic as well."

Manufacturer narrative:
. The following fields were updated per additional information received: a2, a4, b1, b2, b5, b6, b7, d6, d7, h6. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: deep vein thrombosis (dvt), inferior vena cava (ivc) /filter occlusion, stenosis, unable to retrieve, pain, swelling, leg stiffness, stent placement, limited mobility, lifelong anticoagulation, anxiety, depression ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported pain, swelling, leg stiffness, stent placement, limited mobility, lifelong anticoagulation, anxiety, and depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.